Event description:
It was reported that the rf wire was difficult to advance past the patient's pacemaker leads, and patient experienced bleeding and cardiac perforation during a left atrial appendage (laa) closure procedure an versacross rf wire was used. Pre-procedural transesophageal echocardiography (tee) confirmed no pericardial effusion. The patient had a dual chamber pacemaker and known peripheral vascular disease. Ultrasound-guided right femoral venous access was obtained. Difficulty was encountered advancing the versacross radiofrequency (rf) wire past the pacemaker leads. Once positioned in the superior vena cava (svc), a watchman trusteer access system (was) and versacross connect (vcc) system were introduced for transseptal puncture (tsp). Tee guidance was used to target an inferior/mid septal position; however, prolonged difficulty was encountered achieving an optimal tsp position without interaction with the pacemaker leads. After apparent septal crossing and visualization of the vcc rf wire in the laa on tee, resistance was met while attempting to advance the was across the septum. The was was removed, and dilation was attempted over-the-wire with a 12 fr dilator, but resistance persisted. Tee imaging suggested that the vcc rf wire may have traversed through the aorta. The system was withdrawn to the right atrium. The patient remained hemodynamically stable with no growing pericardial effusion noted. A repeat tsp was performed using a was single curve sheath with the vcc dilator. Although septal crossing appeared successful, tee imaging during navigation to the laa demonstrated new fluid around the aorta with color doppler evidence of a jet from the aorta to the left atrium, consistent with bleeding. The activated clotting time (act) at that time was 199 seconds. The procedure was aborted, access was removed, and heparin was reversed. The patient remained intubated for potential follow up imaging, and was sent for a computed tomography (CT) evaluation. Cardiothoracic surgery was consulted. The patient was admitted to the hospital and the issue is ongoing.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the rf wire was difficult to advance past the patient's pacemaker leads, and patient experienced bleeding and cardiac perforation. During a left atrial appendage (laa) closure procedure an versacross rf wire was used. Pre-procedural transesophageal echocardiography (tee) confirmed no pericardial effusion. The patient had a dual chamber pacemaker and known peripheral vascular disease. Ultrasound-guided right femoral venous access was obtained. Difficulty was encountered advancing the versacross radiofrequency (rf) wire past the pacemaker leads. Once positioned in the superior vena cava (svc), a watchman trusteer access system (was) and versacross connect (vcc) system were introduced for transseptal puncture (tsp). Tee guidance was used to target an inferior/mid septal position; however, prolonged difficulty was encountered achieving an optimal tsp position without interaction with the pacemaker leads. After apparent septal crossing and visualization of the vcc rf wire in the laa on tee, resistance was met while attempting to advance the was across the septum. The was removed, and dilation was attempted over-the-wire with a 12 fr dilator, but resistance persisted. Tee imaging suggested that the vcc rf wire may have traversed through the aorta. The system was withdrawn to the right atrium. The patient remained hemodynamically stable with no growing pericardial effusion noted. A repeat tsp was performed using a was single curve sheath with the vcc dilator. Although septal crossing appeared successful, tee imaging during navigation to the laa demonstrated new fluid around the aorta with color doppler evidence of a jet from the aorta to the left atrium, consistent with bleeding. The activated clotting time (act) at that time was 199 seconds. The procedure was aborted, access was removed, and heparin was reversed. The patient remained intubated for potential follow up imaging, and was sent for a computed tomography (CT) evaluation. Cardiothoracic surgery was consulted. The patient was admitted to the hospital and the issue is ongoing. It was further reported the patient did not require intervention for the bleeding and cardiac perforation, was only monitored via the CT and transthoracic echocardiogram (tte) imaging. The patient had always remained hemodynamically stable throughout the entire incident and hospital stay. After the patient woke up from general anesthesia, the patient had slurred speech. Code stroke was activated but imaging performed showed no sign of ischemia. In the physician's opinion, the patient had a previous cerebrovascular accident (cva) months ago and believed the symptoms could just be associated with the old cva. In the physician's opinion, it was possible the cardiac perforation occurred just from scar tissue being present on the fossa ovalis and slipping off the fossa ovalis. The vcc rf wire was always visualized in the laa while trying to advance the was.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts were made but the information was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the rf wire was difficult to advance past the patient's pacemaker leads, and patient experienced bleeding and cardiac perforation during a left atrial appendage (laa) closure procedure an versacross rf wire was used. Pre-procedural transesophageal echocardiography (tee) confirmed no pericardial effusion. The patient had a dual chamber pacemaker and known peripheral vascular disease. Ultrasound-guided right femoral venous access was obtained. Difficulty was encountered advancing the versacross radiofrequency (rf) wire past the pacemaker leads. Once positioned in the superior vena cava (svc), a watchman trusteer access system (was) and versacross connect (vcc) system were introduced for transseptal puncture (tsp). Tee guidance was used to target an inferior/mid septal position; however, prolonged difficulty was encountered achieving an optimal tsp position without interaction with the pacemaker leads. After apparent septal crossing and visualization of the vcc rf wire in the laa on tee, resistance was met while attempting to advance the was across the septum. The was was removed, and dilation was attempted over-the-wire with a 12 fr dilator, but resistance persisted. Tee imaging suggested that the vcc rf wire may have traversed through the aorta. The system was withdrawn to the right atrium. The patient remained hemodynamically stable with no growing pericardial effusion noted. A repeat tsp was performed using a was single curve sheath with the vcc dilator. Although septal crossing appeared successful, tee imaging during navigation to the laa demonstrated new fluid around the aorta with color doppler evidence of a jet from the aorta to the left atrium, consistent with bleeding. The activated clotting time (act) at that time was 199 seconds. The procedure was aborted, access was removed, and heparin was reversed. The patient remained intubated for potential follow up imaging, and was sent for a computed tomography (CT) evaluation. Cardiothoracic surgery was consulted. The patient was admitted to the hospital and the issue is ongoing. It was further reported the patient did not require intervention for the bleeding and cardiac perforation, was only monitored via the CT and transthoracic echocardiogram (tte) imaging. The patient had always remained hemodynamically stable throughout the entire incident and hospital stay. After the patient woke up from general anesthesia, the patient had slurred speech. Code stroke was activated but imaging performed showed no sign of ischemia. In the physician's opinion, the patient had a previous cerebrovascular accident (cva) months ago and believed the symptoms could just be associated with the old cva. In the physician's opinion, it was possible the cardiac perforation occurred just from scar tissue being present on the fossa ovalis and slipping off the fossa ovalis. The vcc rf wire was always visualized in the laa while trying to advance the was.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts were made but the information was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the follow-up 1 MDR in block h6 patient codes.